Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient received a kenalog injection and retention improved. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced retention issues due to swelling. The recipient attempted to use a large retention cuff; however, the issue did not resolve.